Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te pad messages) was confirmed due to the electrode belt¿s trunk cable black pulse wire being broken in the distribution node (dn), causing fault. The belt was unable to pass detect and treat testing. The root cause for the broken cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.